Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose levels of 470 mg/dl at the airport on (B)(6) 2024, while the sensor glucose reading was 300 mg/dl. Customer¿s symptoms were stomach pain, sweating, feeling unwell, fainting, loss of consciousness. Customer received assistance at the airport but did not go to the emergency department and was not admitted to the hospital. The high blood glucose was treated with the pump and with manual injection. Smartguard was used. Troubleshooting was done. Pump passed high pressure test. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.